Event description:
Boston scientific received information that the patient with this pacemaker had symptoms of exhaustion and dizziness. Upon interrogation, the device was at end of life (eol) with vvi pacing at 50 bpm. A revision procedure was performed and this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device will be analyzed and this investigation will be updated.